Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm harmonic ace instrument to perform failure analysis. The instrument was analyzed and was found to have on blades broken at the base. A piece approximately 0.0745" x 0.4570" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument tip broke from the base when the operation was checked in the abdominal cavity after restarting. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the central part of the active blade was damaged/broken. The instrument was inspected prior to use. The blade broke off when a nurse was cleaning it outside the body. There were no fragments that fell inside the patient. The instrument is available for return. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.